Event description:
Information received indicates, the bed is only functioning intermittently from both siderails.

Manufacturer narrative:
The technician replaced both siderail ucm boards and cables to repair the bed.